Event description:
It was reported that during a pta procedure, removal difficulties and catheter damage occurred. The 90% stenosed lesion was located in the calcified and tortuous left common iliac artery (cia). After stent deployment, the synergy balloon was used to post-dilate the stent. Following post-dilatation, the physician attempted to withdraw the balloon into the sheath but encountered resistance and was unsuccessful. The physician removed the sheath and balloon from the patient in tandem. Upon removal, the physician noticed that the shaft of the balloon had been stretched. No patient injuries or complications were reported. The patient's status is reported as "good".